Manufacturer narrative:
This device was MFR before 1999. This complaint is confirmed by the field svc rep (fsr). Investigation in progress, but not yet completed.

Event description:
The field svc rep (fsr) reported that during preventative maintenance of the device, there was water flowing into the large tank in the heat mode. This did not allow for proper heating to occur. Since the event occurred during preventative maintenance, there was no pt involvement.